Event description:
Report received of non-delivery of pitocin due to improperly loaded tubing. The customer contact reported that the tubing was misloaded into the pump. The solution infusing was pitocin on a labor pt. The rate was unknown. It was also unknown how long the infusion was running before staff noted that the tubing was misloaded. Once it was noted, the tubing was reportedly reloaded and the infusion was continued without reported event. There was no reported adverse pt event. The pump was not isolated, and therefore no serial number was available. Though requested, there was no further info available.